Event description:
(B)(6): it was reported that there were telemetry issues. A power on reset (por) condition occurred. There was no communication from the clinician programmer, implantable neurostimulator recharger (insr), and the patient programmer (pp) with the right implantable neurostimulator (ins) on (B)(6) 2013. The same month was the last time the patient had a successful charge and last felt stimulation. The stimulation was then not used because the patient¿s pain went away. Additional information received reported that the healthcare provider (hcp) only removed the device for the patient because of the por. The hcp was a surgeon and didn¿t manage the device. Follow-up determined that no further information was known. It was stated that the hcp was going to fax in more information from attempted follow-up. This event will be updated if additional information is received. Refer to manufacturer report #3004209178-2015-09399.

Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37714 lot# serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator . (B)(4).